Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their gums. They have also had to use wax on their bottom left gum line because it is cutting their tongue. The have had to file down their aligners extensively to help with the cutting. Provided discomfort and fit tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.